Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. No patient symptoms were reported.